Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device failed opcheck with a shock equipment malfunction. There was no patient involvement as this occurred during testing.